Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited intermittent noise. The patient was asymptomatic to noise reversion. The lead was capped and replaced during device pocket revision on (B)(6) 2016. The patient's condition was good post procedure.